Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation however the transmitter used at the time of event was returned for investigation. The transmitter passed visual inspection. The transmitter passed global transmitter functional testing. The customer complaint was not confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.